Event description:
The customer reported that they received a complaint from north carelian central hospital. It was reported that "they have started to use knife (B)(4) and many problem has occurred. Major problem is that tunnel strives to get too long and tip of the knife don't 'want' to sag to the side of the anterior chamber. Also, another problem is that knife gets blunt very easily and many times doctor needs to take another knife." Per info received from customer on (B)(6) 2010, no pt impact was reported, only "difficulties and prolonged surgeries." (B)(4).

Manufacturer narrative:
Unopened product from same lot was received from customer on (B)(6) 2010 for eval.